Event description:
When patient was extubated he began to cough and complain of pain. After coughing forcefully, he coughed up a small grey plastic piece. Upon examination it was found to be a piece from a laryngoscope channeled blade.